Event description:
It was reported that the ¿part tip was very degraded¿ and ¿they¿ had to put a new implant beside it due to scar tissue.

Manufacturer narrative:
Product ID 3425, serial# (B)(4), implanted: 1998-(B)(6), explanted: 2007-(B)(6), product type transmitter product ID 7495-51, serial# (B)(4), implanted: 1998-(B)(6), explanted: 2007-(B)(6), product type extension product ID 3487a, lot# l55158, implanted: 1998-(B)(6), explanted: 2007-(B)(6), product type lead. (B)(4).